Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the active blade on the device broke. An error occurred on the instrument another device was used to complete the case. There was no adverse consequence to the pt.